Manufacturer narrative:
This is to correct and remove the codes that were initially reported - removing codes for: medical device problem code - 1260 and 1135, investigation findings code - 3252 and 3243. . The physical investigation of the returned items revealed that no fracture had occurred. The correct codes for this complaint are: health effect - impact code - 4621, medical device problem code - 2408, investigation findings code - 114, investigation conclusions code ¿ 22, this is a follow up to correct these codes.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. The product is not available for investigation. Trend is tracked and monitored

Event description:
It was reported that a patient experienced a dental implant loss.